Event description:
It was reported that upon interrogation, the ICD showed a warning for low hvli. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.